Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving ¿lo¿ readings from his adc freestyle libre sensor. It was further reported the customer had been receiving ¿lo¿ readings from the sensor so he had been ingesting ¿lots of sugar for many days¿ because he believed he was low. On (B)(6) 2018 customer began to feel ¿tired with a dry mouth and a sensation that (his) tongue was stuck in mouth¿. These symptoms began to escalate on (B)(6) 2018 so paramedics were called on (B)(6) 2018. Upon arrival, the paramedics received a ¿hi¿ reading on their device and noted elevated ketones also. Customer noted that on (B)(6) 2018 he began ¿testing with blood strips¿ which continued to show his glucose was high (no readings) so on (B)(6) 2018 customer self-presented to a hospital. It is unknown the specific treatment rendered at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving ¿lo¿ readings from his adc freestyle libre sensor. It was further reported the customer had been receiving ¿lo¿ readings from the sensor so he had been ingesting ¿lots of sugar for many days¿ because he believed he was low. On (B)(6) 2018 customer began to feel ¿tired with a dry mouth and a sensation that (his) tongue was stuck in mouth¿. These symptoms began to escalate on (B)(6) 2018 so paramedics were called on (B)(6) 2018. Upon arrival, the paramedics received a ¿hi¿ reading on their device and noted elevated ketones also. Customer noted that on (B)(6) 2018 he began ¿testing with blood strips¿ which continued to show his glucose was high (no readings) so on (B)(6) 2018 customer self-presented to a hospital. It is unknown the specific treatment rendered at the hospital. There was no report of death or permanent injury associated with this event.